Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 5 infusion set cannula leaking insulin and blood event on (B)(6) 2024. Site of insertion was right abdomen. No further information.